Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report wil be sent if additional pertinent info is received.

Event description:
The event is reported as: complaint alleges: "the blue and yellow inspiratory/expiratory wires burnt due to corroded wires. No pt injury reported.